Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned a patient's electrode for an unrelated reason, and the belt failed incoming functionality testing.